Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate and the machine alarmed. Blood test strips were used and they tested positive. Estimated blood loss was 50cc's. Patient had no adverse effects and did not required any medical intervention. Sample has not been returned to the manufacturer.